Manufacturer narrative:
Estimated date was entered as exact date was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to an infection in the scrotum. Two weeks earlier the patient presented with a small amount of fluid around the pump. The physician believes the infection was due to the patient's inability to quit smoking and poor personal hygiene. A new 18cm x 12mm ipp with 100ml reservoir was implanted. Following surgery the patient's condition was reported as excellent. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.